Event description:
The customer reported that the ventilator went vent inop due to a data acquisition pcba adc failure. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a venti inop occurrence as reported. The service engineer replaced the data acquisition pcb board to address the reported problem. Final testing was completed to operating specifications.